Manufacturer narrative:
Other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The device was started in application, and no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarm is constant beeping. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information was received that the issue was not discovered with a patient.